Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint for melting/thermal damage as the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode for thermal damage between grips instrument bipolar yaw pulley are typically attributed to the user mishandling/misuse. An example is by insulation degradation and carbonized tissue creating a conductive path. Per the instrument log review, the following was confirmed: the 8mm long bipolar grasper (part #471400-10 / lot #k10211206 0174) was last used during a benign hysterectomy procedure on (B)(6) 2022 via system (B)(4) with 2 uses remaining. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage ¿localized melting at the grip based¿ to occur, as found on the returned instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer observed a break in the plastic of the 8mm long bipolar grasper. The customer speculated that thermal damage might have occurred, as they had to brush off a lot of debris. The procedure was otherwise completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the instrument was inspected prior to use, and nothing was noted out of the ordinary. The thermal damage was observed after the procedure was completed with the same instrument. No injury was observed or reported by the surgeon and no other details were provided.